Manufacturer narrative:
(B)(4). One used catheter fragment was received for evaluation. Packaging returned with the catheter indicated the reported lot number, 0061401859. The catheter appeared fractured, measuring approximately 39.25 inches. Based on the specification for the catheter overall length, approximately 1 inch of the catheter tip end was missing. Under microscopic observation, the fractured end of the catheter was smooth and angular in appearance. The type of cut observed on the catheter is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "do not withdraw catheter through needle due to possible danger of shearing." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the tip of the catheter sheared off and remained in the patient. The reporter indicated he will send the device for evaluation, but no other information is available at this time.